Manufacturer narrative:
Unfortunately, the actual product involved in this incident was not returned for our investigation. No lot number was reported so the device history record (DHR) could not be reviewed. Without a sample or lot number, a complete investigation could not be performed and a root cause could not be determined. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU): " drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may causes breakage on removal." We will continue to monitor trends.